Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hypoglycaemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with hypoglycaemia in august 2025 (exact dates were not reported). The patient's blood glucose levels declined to 42 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include low blood sugar and loss of consciousness whilst eating dinner. The patient was treated with glucagon. It was reported that the patient was discharged approximately 8-9 days later.